Manufacturer narrative:
The pod arrived fully deployed. The cannula was observed to be bent. The timing and cause of this damage could not be determined. The pod data showed no evidence of struggle in the drive mechanism that would indicate a failure to deliver insulin. Inspection of the device found no damages or defects that would contribute to pain during insertion. The cause of the reported event could not be conclusively determined.

Event description:
It was reported that the patient's blood glucose level rose above 300 mg/dl while wearing the pod between 4 and 24 hours. Pain at the infusion site was mentioned. When the pod was removed from the infusion site (leg), the pod's cannula was found bent. As treatment, a new pod was placed and activated.

Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios, omnipod software app version: 2.1.0, operating system: 26.3, hardware: iphone17.5, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.